Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving an inappropriate shock for post-sensed t-wave oversensing on the ventricular lead. Programming changes were made but intermittent undersensing was noted as a result of the programming change. Poor r-wave amplitude was observed. The lead was extracted and replaced. No resolution was completed on the device. The patient condition was stable.